Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23227. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23227. It was reported the patient is experiencing uncomfortable stimulation and ineffective pain relief. Reprogramming was able to provide effective pain relief; however, the stimulation remains uncomfortable to the patient. The physician believes the leads may have moved. The patient will undergo surgical intervention to address the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.